Event description:
In 2009: customer reports no table movement due to a malfunction of the table. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch supplemental report will be submitted.